Event description:
A 23mm pulmonary valve was thawed and intended for implant. Implanting surgeon visually determined that it was smaller than 23mm. He sized it with his sizers and assumed it was approx a 16mm pulmonary valve.